Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The customer's mother states they had issues with high blood glucose level. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 117mg/dl. The customer treated the high with manual injection. Troubleshoot was conducted. The set was noted to not stick to the customer. The customer was advised that sample test kits would be sent out.